Event description:
Same case as MFR report #: 2134265-2010-01386. It was reported that post a coronary drug eluting stenting treatment procedure, stent foreshortening requiring medical intervention occurred. In (B) (6) 2003 a 3.0x16mm express bare metal stent was placed in the mid left anterior descending artery (lad) and a 4.0x8mm express bare metal stent was placed in the right coronary artery (rca). Four months later the patient experienced angina and the 3.0x16mm express bare metal stent was 50-60% restenosed. A non bsc stent was placed within the express stent to treat the restenosis. Over seven years later the patient was having a presurgical exam for a knee operation when ischemia was noted. There was in-stent restenosis measuring 50-60% percent with a calcified lesion 3.3mm in diameter in the lad. A lesion in the ramus artery was also noted to be 60-70% stenosed. A 3.0x20mm promus element stent was advanced to the bifurcation of the ramus and the lad and deployed. The physician was attempting to post-dilate when resistance was noted. Under angiography, ¿shortening in the proximal end of the stent¿ was noted. A 3.5x12mm balloon was advanced to the lesion and inflated to 18 atms, which resolved the ¿shortening.¿ no further patient injuries or complications occurred. Patient status is satisfactory. This product is only ous approved but is similar to a u.s. Device.

Manufacturer narrative:
(B) (4). Device evaluated by manufacturer - the complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).